Event description:
It was reported that during a liver resection procedure, when pulling the instrument out, the seal is not closing over and therefore losing gas. The surgeon had to flick the trocar so the seal would close up. The case was completed successfully with the same device, although the surgeon had to keep flicking the trocar. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.